Event description:
The following has been reported: biomed reported: found pump with note "5g/ICU powered on, then screen turned black couldn't turn back on". A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky pins. No drag was observed on the pins and the pump was able to perform mock infusions normally. An internal investigation was performed and the fva pins were perfectly clean. Additionally no mushrooming was observed in the front housing, so the fva was seated correctly. It was found the rear cover o ring and the lever boot retaining plate were damaged.